Event description:
Percutaneous retrograde access to the left renal collecting system was obtained and a 180cm .016in steerable straight tip hypotube 25cm fathom stainless steel nitinol ptfe (polytetrafluoroethylene) hydrophilic peripheral guide wire by boston scientific (lot# 20085267) was passed to the distal left ureter. While attempting to exchange the guide wire through a catheter the distal floppy tip (approximately 14cm) of the guide wire broke off in the patient's left ureter. Multiple attempts were made to retrieve the fragment of wire from both the antegrade approach and retrograde with a fiber optic scope with no success. Other guide wires slide past the fragment in the ureter and the fragment does not appear to compromise the flow of urine down the ureter.